Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) of 585 mg/dl and ketones. Cause of elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. At the time of the report to tandem technical support the customer was still in the ER. The customer reverted to an alternate form of insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management. Multiple follow up attempts were made to obtain additional information; however, a response was not received.